Event description:
It was reported that patient could not inflate ipp. Revision procedure was performed and physician added 40 ccs of saline to the reservoir, repositioned the pump in scrotum and replaced connections.

Manufacturer narrative:
Field change: g5.

Event description:
It was reported that patient could not inflate ipp. Revision procedure was performed and physician added 40 ccs of saline to the reservoir, repositioned the pump in scrotum and replaced connections.